Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further examined the customer's device and determined the cause of the reported issue was due to the customer not maintaining the device properly. The charge-pak that was returned with the device is the wrong cp for the device.